Event description:
On (B)(6) 2012 the reporter of the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultrasmart meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient or the reporter for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The reporter reported the alleged issue began on (B)(6), 2012 at 2am. As part of the patient's diabetes regimen, the reporter claimed the patient is on insulin. Despite the alleged issue, the reporter claimed that the patient administered her usual 13 units of novolog insulin. Approximately 4-5 hours later, the reporter claimed the patient experienced symptoms of "high glucose". In response to the symptom, the reporter indicated the patient administered 18 units of novolog at 7:15am that morning. According to the reporter, the patient tested on another blood glucose device (onetouch ultramini); however the reporter was not able to recall the result obtained. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter and that there was no misuse of the meter. The alleged issue was not resolve with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.